Event description:
Customer reported difficulty in pressing the quick bolus/wake button on the pump, requiring multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level, as the levels remained within normal range. Technical support instructed the customer on how to address the issue temporarily and confirmed a replacement pump would be sent. The customer was advised to return the problematic pump using a pre-paid label within 10 days and received instructions on how to put the pump into storage mode before returning it. Customer continued to use the pump for insulin therapy.